Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level ranged between 400-500 mg/dl. Additionally, it was reported that the pump time was inaccurate, cause was unknown. Customer successfully changed the pump time and resumed insulin delivery. Reportedly, the customer changed pump supplies to resolve issue.